Manufacturer narrative:
No unexpected display anomaly or button error alarm was noted. The insulin pump had intermittent act button response due to moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had tried to give insulin using the bolus wizard on the insulin pump. Customer stated that the pump kept scrolling and the pump alarmed button error. Customer removed the battery and put it back in. Customer stated that the pump was currently beeping. Customer's blood glucose level at the time of the incident was 135 mg/dl. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.